Manufacturer narrative:
Manufacturer narrative: elevated iop, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, intraocular pressure, shallow ac, significant reduction of irido-corneal angles. Partial and systemic iop reduction therapy, anterior chamber paracentesis also performed. The lens was explanted and replaced with a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.